Event description:
It was reported that a cartridge alarm occurred during the load sequence the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in attempting to resolve the issue, but the cartridge alarm persisted. As a corrective action, the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, while a replacement pump was arranged.